Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented into the emergency room after experiencing inappropriate high-voltage therapy delivered by the right ventricular (rv) lead. Upon investigation, a loss of capture and high pacing impedance were observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.